Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Two universal serial bus (usb) cables (lot number 2135432 and 2135962) were returned for evaluation. A visual inspection and a load test was performed for the first cable (2135432) and no problems were found for the charger. A visual inspection and cable testing was performed for (2135962) and no defects were found and cable testing passed. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be retrieved because the receiver would not boot up. The receiver case was opened for further investigation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective u5 component in the main printed circuit board.